Event description:
Device malfunction: link break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure after an interventional procedure. Reportedly upon plunger withdrawal, only the white suture link was attached to the needle, link break had occurred. Hemostasis was achieved using manual compression. There was no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
Evaluation summary - based on the investigation of the returned device, a posterior cuff miss occurred. The posterior cuff was still loaded on the foot. There was no needle strike mare on the foot. The link was also found broken at the anterior cuff. The plunger was reinserted; needle trajectory, needle depth and push mandrel travel were acceptable. No manufacturing issues were detected on the returned device that could have contributed to the reported event. We were not able to establish a root cause based on the investigation findings. Review of the device history record for this lot did not produce any findings relevant to this investigation.